Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the sensor ended prematurely due to the date and time jumping ahead. No product or data was available for evaluation. Confirmation of the reported event could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the receiver logs was performed and a premature sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Received by manufacturer for the previous supplemental report (B)(4) should be dec 07, 2018.

Event description:
Subsequent to the initial MDR, a correction is required.